Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported that patient faced occlusion at tubing event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Pateint country: united states.